Manufacturer narrative:
Analysis cannot be performed, no lenses were returned for evaluation and no lot number was provided. The association between the coopervision device and the event is unconfirmed.

Event description:
The health care provider reports that the patient experienced a corneal ulcer after one day of use. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.